Event description:
It was reported that during a telemetry attempt the programmed showed an error code with a broken programmer icon. The pump was read with a second programmer and the pump was in stopped pump mode. The initial telemetry had been interrupted. The patient was successfully reprogramed and the pump was restarted. The healthcare provider (hcp) had the same problem with that particular programmer before and it was going to be exchanged. There were no longer any issues. No patient symptoms were reported. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8840, serial# unknown, product type programmer, physician; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).